Manufacturer narrative:
Two cylinders were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of patient anatomy quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the reservoir was replaced due to a hernia repair. Additional information indicated there were no issues with the reservoir itself, but the reservoir was damaged during the hernia repair therefore needing exchange.